Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Event description:
The customer reported observing error code 5623 unable to process test, ict reference solution not aspirated was generated on the architect c4000 analyzer. During quarterly maintenance, it was noted that a leak was found where the check valve and the 1 ml syringes connect. There was no reported impact to patient management or user safety.